Manufacturer narrative:
The device has been received for analysis, but the analysis has not concluded; analysis results are currently not available.

Event description:
Medtronic received information that immediately following the implant of this mechanical valve, this valve was explanted and replaced because the leaflets had seized. This valve was inspected by the physician prior to implant, and no abnormality was noticed; during implant, the leaflets opened and closed normally. Replacing this valve extended the overall operation time, but no other adverse patient effects were reported.

Manufacturer narrative:
Device PMA number added at 3.5. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The sewing ring was discolored showing evidence of blood contact. The valve did not show evidence of impingement that may have contributed to leaflet motion. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and orifices appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically detaching the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined. Based on the analysis, the reported complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.